Manufacturer narrative:
On 9/17/2019, mentor became aware that information on the form sent was correct and it was the valve that was causing the leak. Hence, device code has been updated to "defective component". Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right side deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent revision breast augmentation with a 250cc mentor smooth round moderate profile and was presented with right side breast implant deflation. As a result, the patient underwent bilateral explantation and replacement with catalog number: 3503001bc; serial number: (B)(4) on the right side, and with catalog number: 3503001bc; serial number: (B)(4) on (B)(6) 2019.